Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vicm5_13.7 implantable collamer lens, -08.50 diopter, within the same surgery due to the lens was inserted into the patients right eye (od) upside down. The lens was replaced with another same model/length lens and the problem was resolved. The patient is happy. The cause of the event was unknown.